Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed the valve was discolored showing evidence of blood contact. All leaflets were flexible and in a semi-relaxed position, which is a standard finding for this valve as it is processed with the leaflets in a relaxed state. All commissures were intact. Multiple deep tears were observed on the myocardium along the inflow margin of attachment near the base stitching. A gouge was noted along the right/left inferior coaptive area distal to the tears on the margin of attachment. Small tears were noted on the inflow non-coronary margin of attachment. A deep gouge was also observed on the non-coronary inflow margin of attachment. Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A manufacturing subject matter expert assessed the returned valve and verified that multiple downstream manufacturing checkpoints would have identified this degree of damage prior to release of the final product. Exactly what caused the tears cannot be determined; however, this type of damage is consistent with historical events of lacerations made by sharp instruments. H3: device evaluated? Updated h6: coding updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has been returned for analysis. A supplemental report will be filed upon completion of the analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 31mm mitral bioprosthetic valve, it was reported that "after the valve was tied down and the incision was closed, it was noticed on echo that there was a hole in the leaflet". The 31mm mitral bioprosthetic valve was explanted and replaced with a bioprosthetic valve of the same size and model. No additional adverse patient effects were reported.

Manufacturer narrative:
A2: patient age at event/date of birth added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.